Event description:
Additional information was provided by the customer stating communication was received from another member of ICU medical that this was how the pumps automatically rounded based on which line the use programmed first. It does not appear to be an error with the pump itself and the issue seems to be resolved with programming the pump in a different order.

Manufacturer narrative:
Visual and functional testing: the device was not returned to the service hub, therefore, visual inspection and functional testing was not performed. Review of 12-month service history and event history/alarm logs: a review of the device 12-month service history was performed and no similar event was indicated. No event history was received from the customer, a review of the event history / alarm logs could not be performed; therefore, the reported complaint could not be replicated or confirmed. The report stating : "pump auto change rate from 25.4ml/hr to 25.3ml/hr." Could not be confirmed. Due to a lack of information, no probable cause was determined.

Event description:
The event involved a plum 360 infusion pump. A patient on a heparin infusion had an order to change the rate to 13 units/kg/hr at a rate of 25.4ml/hr. When the nurse programmed the units into the pump, the milliliter (ml) rate auto changed to 25.3ml/hr instead of 25.4. When the ml/hr was completed first, it did auto complete the units to 13. This did not appear to occur due to user error. The infusion was heparin at 100units/ml in 0.45% ns. Infusion was continuous in a 250ml bag. The infusion was initiated on (B)(6) 2023 at 0024 and the delivery issue was noted on (B)(6) 2023 at 0810 during dose change to 13 units/kg/hr for a patient weighing 195kg. The pump did not alarm and the nurse visually noted that the pump setting that was auto calculated did not match epic order. The infusion was set up as primary. When the infusion started, the new bag was 250ml. And when the issue was noted, it was about 38ml remaining. There was patient involvement, however no report of patient harm.

Manufacturer narrative:
The device is not available for investigation. Without the return of the device a probable cause is unable to be determined.